Event description:
Complainant alleged that during biomed testing, the device displayed a "pacer fault 115" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The customer was contacted for the return of the suspect device. The customer indicated that the pace/defib engine board has been replaced and the device is working as intended. The device was not returned to zoll for evaluation.